Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted to treat a pancreatic pseudocyst during a cystogastrostomy procedure performed in the stomach on (B)(6) 2016. According to the complainant, during the procedure, the first flange of the stent was successfully deployed and positioned within the pseudocyst. However, upon deployment of the second flange, the stent was deployed into the pseudocyst. A second hot axios stent was implanted to complete the procedure. The physician elected to wait for the tract to mature before removing the misplaced stent. On (B)(6) 2016, the stent was successfully removed from the patient's pseudocyst using a snare. There have been no patient complications reported as a result of this event. The patient's condition was reported to be fine.

Manufacturer narrative:
A fully-deployed axios electrocautery-enhanced delivery system was received for analysis. A visual evaluation noted that the outer sheath was kinked just distal to the luer and the outer layer of the polyimide inner shaft was damaged and bunched. There were no other issues with the device. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications, but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A search of the complaint database confirmed that no similar complaints exist for the specified lot. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted to treat a pancreatic pseudocyst during a cystogastrostomy procedure performed in the stomach on (B)(6) 2016. According to the complainant, during the procedure, the first flange of the stent was successfully deployed and positioned within the pseudocyst. However, upon deployment of the second flange, the stent was deployed into the pseudocyst. A second hot axios stent was implanted to complete the procedure. The physician elected to wait for the tract to mature before removing the misplaced stent. On (B)(6) 2016, the stent was successfully removed from the patient's pseudocyst using a snare. There have been no patient complications reported as a result of this event. The patient's condition was reported to be fine.